Event description:
Customer reported the insulin pump alarmed button error and the keypad stopped responding. Customer's blood glucose was 450 mg/dl. Customer reported it started raining at the park, as a significant event that may have caused the device to alarm. Customer was advised to discontinue used of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside insulin pump noted.